Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. This report is processed under exemption number e2005018.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the ot ultramini meter allegedly read inaccurately low. These reports were received from various sources. The patients associated with this allegation have no age data and there is no weight data available. Of the reported patients; 1 was male, 1 female and 1 unknown.